Event description:
It was reported that on july 12 a biopsy procedure was performed and the radiologist was not able to collect any tissue samples. The patient needed to be rescheduled for the biopsy because of this issue. A field engineer examined the device and the system test passes with proper and steady vacuum pressure. No grinding of gears when the driver is in operation. Cut stroke is nominal and it was found that the possible issue is with the disposable needle. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.